Event description:
Per the clinic, the patient experienced recurrent infections around the implant site. The patient was treated with oral antibiotics (date not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.